Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to confirm the reported problem. The keypad was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's keypads select key doesn't function. No patient involvement. Customer damage: no, patient involvement:no, when did the event occur: during testing, do you need to be contacted if charged less than preapproval amount: no, warranty: no, date of occurence: unknown, po#: (B)(4). Int#: (B)(4).